Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned with the distal tip broken and cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument could not be tested for suction/irrigation capabilities due to the instrument being return with the cord cut. The instrument was found to have a broken distal clevis at the distal end. The distal tip was broken and completely missing from the distal end. The missing piece was not returned with the instrument. The snake wrist and cables were detached and not returned. There was a clear silicone part returned with the instrument. The instrument was found to have broken snake wrist at the distal end causing the distal tip. As a result, the distal tip is detached from the instrument. The missing piece was not returned. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed. Due to the damage, the instrument could not be tested for functionality. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product could not confirm any issues related to the customer reported event. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other objects or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument was not suctioning. Customer reported they were able to pump the water, but the suction feature was not working. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fragment did not fall inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.